Manufacturer narrative:
The implant date, lot number, manufacture date and expiration date were unable to be obtained through good faith efforts. The data was obtained through a review of the surgical history previously provided by the physician.

Event description:
It was reported that the patient went to the clinic because he was experiencing difficulty pumping this inflatable penile prosthesis (ipp). The physician suspected inflation or deflation issues; however, the device was checked and it was noted that it was inflating and deflating properly. In addition, no leaks were identified. A replacement surgery was performed in which all components were removed and replaced with no patient complications.